Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: (B)(6) . H3 and h6 - evaluation codes: updateddevice evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening there were label issues. "Tampering, ineligible, inappropriate". There was no patient involved.